Event description:
Reporter stated that she discovered a box of defective syringes at work in (B)(6). She alleged that clear plastic-like particles were visible in the barrel of many of the syringes. She stated that she immediately reported this to the manufacturer and sent the remaining syringes in to be evaluated on (B)(4) 2013. Reporter stated that less than a month later she found another box with lot # 3002036 that also contained the foreign particles. She called the manufacturer to follow up on her previous report and was told that due to the holidays, no one was able to investigate this issue thus far. Reporter is very concerned that this defect has the potential to cause a life threatening embolism and/or death. She plans to send in the second box once she receives the shipping information.